Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2108-50m; serial number: (B)(4); batch/lot number: 12783 / 14733 / 15169 / 16601; model/catalog description: scs lead kit, phase 2 sterile package. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.